Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared when the user operated the angle during the unspecified procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.